Manufacturer narrative:
Other text : a call was received through technical services reporting that lead impedance had increased and was unstable between 480 and 1688 ohms. A new pace/sensing lead was placed, the high voltage portion of the lead is still active. Additional information received reports a lead fracture. No patient complications have been reported as a result of this event. No conclusion can be drawn, impedance, high, lead(s), fracture of; device remains activated.

Event description:
A call was received through technical services reporting that lead impedance had increased and was unstable between 480 and 1688 ohms. A new pace/sensing lead was placed, the high voltage portion of the lead is still active. Additional information received reports a lead fracture. No patient complications have been reported as a result of this event.